Event description:
Per the clinic, the patient experienced abnormal sound quality and intermittencies with device use. There are no plans to explant the device/reimplant the patient with another device as of the date of this report, (B)(4) 2012. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed december 3, 2013.

Manufacturer narrative:
(B)(4). Component: implanted device remains.

Manufacturer narrative:
Per the clinic, the patient has permanently discontinued use of device due to reports of headaches and discomfort. There are plans to explant the device and reimplant the patient with a new device; however, it has not occurred as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013. Implanted device remains.